Manufacturer narrative:
Exact date unknown, event occurred a couple weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg site and the incision had opened up. The patient noticed some draining at the battery site. The physician confirmed that the infection was not device or procedure related. The patient underwent a wound vacuum-assisted closure (vac) procedure.

Event description:
It was reported that the patient had an infection at the ipg site and the incision had opened up. The patient noticed some draining at the battery site. The physician confirmed that the infection was not device or procedure related. The patient underwent a wound vacuum-assisted closure (vac) procedure. Additional information was received that the patient was doing well.